Manufacturer narrative:
Please note that previous medwatch reports for this product may have been submitted under the following registration numbers: 3004468271, 1000381138, 3007420694. Currently, these products are to be handled by arjohuntleigh ab's complaint handling establishment and any medwatch reports will be submitted under registration #3007420694. Lower leg straps are accessory used to ensure that the lower parts of the resident¿s legs stay close to the knee support. They pass around the knee supports, then around the resident¿s lower calves. To fasten, the strap should be clicked into it¿s socket as with a seatbelt. Caregivers should check that the belts are firm and comfortable for the resident. During the interview with the customer it was clarified that the resident was standing stably on the footplate and suddenly pulled both legs in like sitting on a swing. No leg fixation was used. The caregiver demonstrated how the incident occurred. During the demonstration it was noted that the resident was not adequately supported and exhibits unpredictable behavior. The careers did not stand next to the resident during the lifting. The arjo representative suggested that the caregivers had insufficient knowledge of how to transfer patients in the active floor lifts. The instruction for use for sara 3000 (kkx81010m) device contains information that: "warning: before attempting to use sara 3000, a full clinical assessment of the resident his/her condition, and suitability must be carried out by a qualified person" "sara 3000 shall always be handled by a trained caregiver, continuously attending to the resident, and in accordance with the instructions outlined in these operating and product care instructions" "the resident then must hold on to the resident support grips with one or both hands." "Warning: the resident¿s feet shall always remain in full contact with the foot support." Based on the information provided, there was no device malfunction that could cause the resident to fall. It appears that fall and injuries could occur as a result of incorrect transfer procedures performed by the caregiver and unexpected behavior of the resident. To sum up, arjo active floor lift and active sling were used as a system for patient transfer when the patient slipped out of the device. As it was reported that patient fell the device did not meet its specification. The complaint was decided to be reportable due to the patient¿s fall.

Event description:
The resident with dementia was transferred with sara 3000 and arjo sling (model tss.501-sv). During the transfer the resident suddenly let go of both handles. The resident slipped out of the lift sling and fell backward to the ground. The calf support belt was not applied. As a consequence of the event the patient sustained a cut in the back of the head, stitches were applied. After the event the lift and sling were inspected by arjo technician and no malfunction was found.